Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook associated with this complaint and completed investigations. The part was returned with a reported complaint that does not affect functionality. An in-house instrument was used to compare and both hooks were bent in the same manner. There was no damage found. There was no problem detected; the instrument is in the expected condition. However, there were some additional observations not reported by site: the instrument's distal clevis was cut off in-house to reveal that the conductor wire was broken at the weld. The instrument failed the electrical continuity test. The root cause of this failure is attributed to device design. The fragment cut off during in-house investigation was lost during the fa process. There was insulation damage found on the conductor wire. The wires were found to be exposed. The root cause of this failure is attributed to component failure. The instrument conductor cap was found to have thermal damage. The root cause of this failure is attributed to the user. The instrument was found to have thermal damage on the monopolar yaw pulley at the weld. The root cause of this failure is attributed to device design. The instrument was found to have indentations on the edge of the distal idler pulleys. The root cause of mechanical indentations/burrs-instrument distal pulleys is typically attributed to the user, such as instrument collisions or impact from an external object. The instrument was found to have a dislodged ceramic sleeve. There was no missing material. The root cause of dislodged ceramic sleeve is attributed to manufacturing. A review of the instrument log for the permanent cautery hook (part# 470183-14 / lot# n10210308 0030) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 3 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the instrument had conductor wire damage and there was evidence of thermal damage to the weld. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic neck anastomosis surgical procedure, the tip of the permanent cautery hook was bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: patient information cannot be released due to european patient privacy laws.